Manufacturer narrative:
The reported event was confirmed. Visual (photo): the first photo was a top view of the catheter and return syringe. The second photo was a zoomed in view of the tip of the catheter with deflated balloon. The third photo was of the inflation cap confirming the catheter batch # ngjt2048. Received 1 all-silicone temp sensing foley catheter with sample port connector and syringe. Verified material number 2758j14 and manufacturing lot number ngjt2048. Using the returned syringe, deflated balloon passively with no cuffing or leaks noted. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. Attempted to deflate balloon passively and only six (6) ml could be withdrawn with the returned syringe. Using the in-house luer lock syringe, deflated balloon passively in under two (2) minutes with no cuffing or leaks noted, returning 10ml of solution. The complaint is against the syringe. Product labeling was reviewed for this investigation. The reported event is addressed within the labeling and found to be adequate. A review of the device history record was not able to be performed as the batch number is unknown. Corrections: d, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pretest the sterile water could not be drained from the foley catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pretest the sterile water could not be drained from the foley catheter.